Manufacturer narrative:
The device used in treatment was not returned for evaluation. No additional information was provided, therefore, a relationship was not established between the device and the reported blockage failure. Neither visual inspection or functional evaluation was possible without product returned. No batch/lot number review was possible without a lot number reported. A complaint history review was performed for the product and failure mode reported. There have been further instances in the past three years. Root cause was not determined although factors that might contribute to a blockage allegation include possible damage or whether connections, tubing and installation are correct. Smith and nephew will continue to monitor for any adverse trends relating to the reported allegation. No further action required at this time.

Event description:
It was reported that while using a renasys touch along with a 15 crunch panel drain at the same time and the device was giving blocked line warning. Customer first stated he was unable to reach his clinical nurse's so called the hotline to see if we could give him any information. He did not have any further questions for the nurse. Serial number not provided as he was not with the nurse at the time of the call. No further information available at this time.